Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object near forceps stand and acoustic lens detachment. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Additionally, d5 has been corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the foreign objects most likely remained due to the facility returning the device to olympus without completing reprocessing. However, a presumed cause could not be determined for why the acoustic lens was detached. The root cause of the reportable malfunctions could not be determined. We checked the instruction manual at the time of product shipment and found the following chapters for reprocessing. ·chapter 6 compatible reprocessing methods and chemical agents ¿¿¿chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.